Event description:
It was reported that a patient presented with infection noted on the system. Surgical intervention was performed on (B)(6) 2024 to explant the lead and device. No adverse patient consequences were reported.